Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided stated "iol didn't move out of the cartridge. Surgeon stopped pushing and cancelled the treatment". The healthcare faciltiy did not have a back-up lens available at the time of surgery so another surgery had to be scheduled. The product was retained and returned to rayner for evaluation. From the product inspection and testing performed rayner has concluded that the lens getting stuck in the injector is attributable to the flaps having not been fully secured at the point injection was started. The product testing performed confirms that the device performs as intended. Our review of production records for the rayone trifocal rao603f batch 091177025 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 091177025.

Event description:
On 29th april 2022, rayner intraocular lenses limited received notification from its distributor in turkey of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the lens got stuck in the injector and that surgery could not be completed.